Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that in-stent restenosis occurred. On (B)(6) 2017, the patient presented with atherosclerosis of native arteries of extremities with gangrene in the left leg and the index procedure was performed. After pre-dilation, a 6 x 150 x 130 innova stent was placed successfully in the proximal left sfa and was followed by post-dilation with a non-bsc balloon. The patient¿s condition post procedure was stable. On (B)(6) 2018 the patient presented with in-stent restenosis in the innova stent. Atherectomy was performed with a 2.4 jetstream device followed by balloon angioplasty. It was reported that the vessels were patent and the patient was doing well.